Manufacturer narrative:
Concomitant medical products: 5554-45, lead, implanted: (B)(6) 2006.

Event description:
It was reported that during the implant procedure there was a header issue with the device due to a possible setscrew issue. It was noted that the device failed to capture when the screwdriver was removed from the header after securing the lead in the header. The physician had to switch back to pacing cables to try again. Multiple attempts were made and each time the screw secured the lead in header but the device failed to capture when the screwdriver was removed. The physician finally switched headers after problem was not resolved. Additionally, it was noted that the scrub tech inadvertently rotated the screwdriver counterclockwise on first attempt before clockwise, however the screw did ratchet down. Also, between attempts the header was visualized where when looking into the header the screw appeared to be advancing appropriately. The device was removed and a different device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.